Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer uses their pump supplies for 4-5 days on average. Tandem technical support recommended the customer to use the pump supplies per labeling. Blood glucose level was 230mg/dl at its highest. The past occlusion alarms were resolved by clearing the alarm and resuming insulin deliveries using the same pump supplies.